Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx balloons was used during a removal of bile passage stone in the common bile duct (cbd).according to the complaint, during the procedure, the exit ramp valve was broken. It was confirmed that the device was not cracked or broken near the exit ramp. The procedure was continued and completed with this device. Based on the ambiguity of the complaint, this has been deemed a reportable event. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was reported that the guidewire did not exit from the exit of side port. Investigation results: visual examination of the complaint device found no damage. The ramp was found to be still in its downward position, and the guidewire was successfully back loaded at the distal tip and successfully exited at the ramp; as well as front loaded without any issues. The c-channel was inspected and no defects were found. The investigation results are not consistent with the event description. The reported defect of catheter broken and wire lumen difficulty tracking over wire were not confirmed. Based on the investigation results and available information, the most probable root cause of the difficulty loading the guidewire is user handling. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx balloons was used during a removal of bile passage stone in the common bile duct (cbd). According to the complaint, during the procedure, the exit ramp valve was broken. It was confirmed that the device was not cracked or broken near the exit ramp. The procedure was continued and completed with this device. Based on the ambiguity of the complaint, this has been deemed a reportable event. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.